Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in moderately tortuous and moderately calcified osteo-proximal right coronary artery (rca). Following pre dilation using a 2.50 x8 mm non-complaint balloon, a 3.50 x 16 mm promus premier was deployed successfully at 16 atm for 10 seconds, a distal edge type b dissection was then noted. The stent was post dilated with a 3.50 x 8 mm non-compliant balloon at 16 atm. The dissection was covered with another 3.00 x 12mm promus premier stent, and the procedure was completed successfully. The patient fully recovered and was stable post procedure.